Event description:
Customer reports performing back to back tests on the advantage system with results of "hi" (>600 mg/dl) and 75 mg/dl. No quality controls were run. No adverse event was reported. A request was made for return of the suspect product and a replacement was provided.